Event description:
I am (B)(6). Had a lipo surgery with j plasma with dr. (B)(6) in (B)(6) on (B)(6) 2021. Since that date until today, (B)(6) 2022 my body continue to be swollen and I don't even feel my back. My skin has different skin tones (or colors). I have being going to the neurologist because my legs are not helping me to walk. All the nerves from my body are damaged, and I don't know what else to do. I do little exercise or with a simple bend all my back and abdomen become swollen. I need to know if I will get better one day, and if you have had cases like this. I think the j plasma should be prohibited for good because is deadly. Can you imagine if anyone can't bear so much pain just waiting to be the same one like used to be before.